Event description:
The surgeon mr. (B)(6) reported via the scales rep (B)(4) that the patient, who has an otismed knee that the patient had to be revised.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.